Manufacturer narrative:
(B)(4). Hoop spring. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the clip would not hold after placing. From the first clip, (the clips were fully advanced into the jaws prior to firing back then) the clips wouldn't hold after placing (iliac vein). There was no torquing of the device present at the time of firing. After three of four clips, the clips would not advance in the clip applier. The surgeon heard an unusual noise when the clip applier stooped delivering clips. The surgeon felt difference manipulating the device while firing the trigger. There were no more clips advanced into the jaws. The device was not fired after this incident. The surgeon used another like device to perform the procedure, which ended without further issue. While the nurse was looking for a new clip applier, the clips were not holding and the patient was bleeding a little, but he didn't need any transfusion. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.